Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with gastrointestinal bleeding. At the time of admission the patient's hematocrit was 21% and the hemoglobin was 6.5 g/dl. The patient received 1 unit of packed red blood cells. The patient was on warfarin at the time of the event. No additional information was provided.